Manufacturer narrative:
Sample evaluation: we have been provided with one reference sample. The evaluation of the sample did not reveal any functionality issue. We have performed the sliding test for the returned sample and all values were found within specifications. Bhr review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Syringes were packed in machine nº2020 (july 13 - 15th, 2015). Syringes were assembled in in lot #5191392, #5174462. Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #5191308, #5183336, #5155464, #5174445, #5162256, and #5155463 and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #5174452, #5191312, #5183342, #5155568, and #5162265 and no problems, defects or qn related to the reported issue were found. We have also reviewed the performed sliding test for this lot (july 16th, 2017), and all values were within specifications. Conclusion: the returned sample did not present the reported functionality defect. We could not confirm the reported issue. Root cause analysis: the returned sample did not present any functionality issue. We can state that the syringes reported meet the product specs and recommended values in the product standards. On the other hand, either the medication/drug used by the customer or a special method of use (high temperatures, pressures, several uses, etc.) Could affect the sliding properties of the syringes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger on a bd discardit¿ 2-piece syringe with bd microlance¿ needle packed aside was difficult to move, requiring a lot of pressure to administer the medication. There was no report of injury or medical intervention.